Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the clip delivery system (70928u151) is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip (70928u145) was implanted successfully in a2/p2 reducing mr to 3+. A second clip (70928u151) was advanced to the mitral valve, when maneuvering the mitraclip delivery system (cds) the cds interacted with the first implanted clip causing it to detach from the anterior leaflet, and remain attached to the posterior leaflet (slda); mr increased to 4. The second clip was implanted. Two additional clips were implanted successfully to stabilize the slda clip and mr was reduced to 1-2+. There was no reported adverse patient sequela or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) and device damaged by another (damaged) appears to be due to a combination of patient morphology/pathology (thickened and tethered leaflets) and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.